Event description:
A blood leak of about 3cc in a CT 190 g dialyzer. The dialyzer was pre-processed and had 20 reuses. Blood was seen in the dialysate side and it was confirmed with a positive hemastix. Pressure alarms are unknown. Blood leak alarms were sounding. Treatment was continued with another dialyzer. After treatment machine was bleached as blood had backed up into the machine. This facility uses fresenius 2000h hd machines. The reporter questioned technique at the facility - no response was given. Blood lines used are 5m9692 with an inner diameter of 8mm. There was no pt injury or medical intervention.